Event description:
It was reported that the ac/dc board burned out on the cardiocap 5 between cases. The staff reported a light scent of something burning in the room. There was no pt being monitored on the device at the time of the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.